Manufacturer narrative:
A4: added patient weight. B7: added medical history. D1: added brand name. H6: conclusion code remains unchanged. Product identification records were not provided. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from prior to (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia, lower abdomen. Operation and findings: incisional hernia repair with dualmesh patch. Procedure: ¿after discussion with the patient regarding the surgery, the type of surgery, the type of patch, the risks of surgery, personal experience, questions were solicited and answered to her satisfaction. The patient was taken to operating room and under general anesthesia and betadine prep, an incision was made, excising the old lower midline scar through the skin and excising the scar. Then with slow meticulous dissection, in the middle where the area had been previously marked on the skin, the hernia sac was identified. Great care was taken in opening the sack. The viscera were reduced without difficulty and there was no visceral injury. The limits of the hernia defect then noted and skeletonized around to allow us to put a patch underneath same of dualmesh gortex. This was totally skeletonized around the defect and the gortex patch was fashioned in such a fashion to be larger than the defect and to fit between the fascia and the visceral peritoneum and the parietal peritoneal sac. The patch was then sewn into position with mesh side externally using running 0 loop nylon, essentially horizontal mattress sutures circumferentially around the patch, well lateral to the fascial layers to essentially patch inside the defect. This was completed. Upon completion of this and anchored to itself, there was a good repair of the defect. The facial and peritoneal edges were then sewn together also. Good repair was noted. The subcutaneous realigned and closed with 3-0 vicryl and the skin with clips. A protective dressing was applied. The patient tolerated all quite well and left the o.r. In satisfactory condition. Suggestions for postoperative management are up and about, early ambulation, close attention to intake, output, and respiratory status, and observation for infection and bleeding.¿. (B)(6) 2006: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc05. Lot: 04049797. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc05/04049797) was implanted during the procedure. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia. Operation and findings: excision of incisional hernia. Details: ¿under general anesthesia and betadine prep, in previously marked area, transverse incision was made. Dissection was carried down to the hernia sac and hernia sac was identified, opened. Viscera were reduced. Hernia sac was reduced. There was adhesions of the tinea epiploicus as well omentum in hernia sac. These were freed and reduced. Hemostasis was assured. Excess sac was excised. Edges of the previous graft could be identified. It was elected because the hole actually was quite small in range of about an inch in diameter it was elected to close primarily in a transverse fashion. This was done after adequate margins were obtained of fascia to allow adequate closure and running 0-loop nylon was employed to totally close the hernia defect. Hemostasis was assured. Subcutaneous tissue was closed with 3-0 vicryl and skin with 4-0 vicryl subcuticular. Protective dressing was applied. Suggestions for postop management is ice bag, close attention to intake, output, and respiratory status and observation for bleeding and infection.¿. (B)(6) 2007: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: recurrent incisional hernia lateral to the old incisional hernia. Operation and findings: incisional hernia repair with dualmesh patch. Procedure: ¿after marking the area with a sharpie where the hernia was, the patient was taken to the operating room with antibiotic coverage. Under general anesthesia and betadine prep, a transverse incision was made over the area with the hernia defect. With slow, meticulous dissection, the sac was identified, skeletonized, and opened. The viscera were returned to the abdominal cavity. The edges of the defect were identified and grasped with babcock clamps and allis clamps. The old mesh was also identified as the medial limitation of the hernia defect. Another dualmesh patch was fashioned to fit and was sewn into position inferior to or on the peritoneal side of the defect with running 0 loop nylon and then reapproximating the fascia similarly with running 0 loop nylon, totally obliterating the defect. Great care was taken to avoid injury to the surrounding structures. The patch was bigger than the hernia defect and anchored into position as mentioned. Hemostasis was assured. Sponge, needle, instrument, and lap count was correct. The subcutaneous tissue was closed with 3-0 vicryl and the skin was closed with a 4-0 vicryl subcuticular. A protective dressing was applied. The patient tolerated all quite well and left the operating room in satisfactory condition. Suggestions for postoperative management are up and about, early ambulation, close attention to intake, output, and respiratory status, and observation for infection and bleeding.¿. Product identification records for the alleged gore® dualmesh® biomaterial were not provided. Records between (B)(6) 2007 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6) hospital. (B)(6) md; (B)(6) md. Operative report. Name of operation/procedure: laparoscopic lysis of adhesions greater than 70 minutes. Laparoscopic recurrent incisional hernia repair with 10 x 8 inch parietex mesh. Pre/postop diagnosis: recurrent complex incisional hernia. Indications for procedure: (B)(6) is a 50-year-old female with a history of a ventral incisional hernia status post multiple repair. This patient has multiple pieces of mesh in place, and it appears that the hernia has reoccurred between the two existing pieces of mesh. The patient is symptomatic at this time, thus surgery appeared prudent. Operative findings: ¿the patient was found to have dense adhesions requiring significant laparoscopic adhesiolysis with densely adhered omentum and bowel, so much so that part of the mesh was left on the surface of the bowel. The patient was found to have an area of herniation between 2 separate pieces of mesh. This was able to be reduced with some dissection and the hernia repaired. Description of procedures: after informed consent was obtained and IV antibiotics administered, the patient was brought to the operative suite and placed in the supine position on the operating table with both arms tucked. General anesthesia was induced and a time-out was performed verifying all pertinent patient information. The patient was prepped and draped in the usual sterile fashion. A number #11 blade was then utilized to make an incision in the left upper quadrant, followed by electrocautery and blunt dissection through the subcutaneous tissue. Some finger dissection was then utilized to enter the peritoneal cavity, and a 10 mm port was placed. Insufflation ensued, the camera was placed, and 360 degree inspection revealed dense adhesions throughout the abdomen, the maximum being in the left lower quadrant. Two more 5 mm trocars were then placed just caudad to this after incision with #11 blade. Then tedious lysis of adhesions ensued with debakey graspers and laparoscopic scissors taking care to not cause an enterotomy. No enterotomies were noted. Adhesiolysis ensued for greater than 70 minutes. The bowel had densely adhered to a portion of the mesh, and some of the mesh was [illegible] left intact a [illegible] the bowel surface. Once the hernia had been reduced and all necessary adhesions were removed, a piece of 10 x 8 inch parietex mesh was chosen. Fascial sutures were placed in 4 lateral quadrants. The mesh was moistened, [illegible] passed into the abdominal cavity and put in place with the grainy needle in all 4 quadrants. Finally, the grainy needle was [illegible] the mesh circumferentially with gore-tex sutures followed by placement of nylon nonabsorbable [illegible] like repair. Finally, hemostasis was checked and was found to be satisfactory. Of note, one stitch in the left lower quadrant did injure the inferior epigastric artery, and required multiple passes of gore-tex suture for ligation, but this was ultimately successfully performed. At this point after confirmation of satisfactory placement of the mesh, the grainy needle was utilized to close the 12 mm port site with interrupted zero vicryl sutures, followed by release of pneumoperitoneum and removal of all other trocars. The skin was closed with zero vicryl subcuticular stitches. Benzoin, steri-strips, gauze and tegaderm dressings were placed. Procedure performed: laparoscopic lysis of adhesions greater than 70 minutes. All laparoscopic recurrent incisional hernia repair with 10 x 8 inch piece of parietex mesh. Estimated blood loss: please see anesthesia record for volume. IV fluids: please see anesthesia record for volume. Implant: 10 x 8 inch parietex dual mesh. Dr. (B)(6) was present and scrubbed for the entire procedure.¿ . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1997: (B)(6) university medical center. (B)(6) , md. Operative report. First assistant: (B)(6) , md. Second assistant: (B)(6) , md. Third assistant: (B)(6) , md. Fourth assistant: (B)(6) , md. Duration of surgery: seven hours. Postoperative diagnosis: metastatic squamous cell carcinoma of the vagina. Pelvic endometriosis with bilateral pelvic endometriomas. Left hydrosalpinx. Frozen section: metastatic squamous cell carcinoma to surface of mid sigmoid colon. Operation performed: sigmoid colon resection. Descending colostomy. Bilateral salpingo-oophorectomies. Omental carpet formation. Anesthesia: general. Incision: midline. Indications for surgery: squamous cell carcinoma of vaginal apex and bilateral adnexal cystic masses. Level of involvement of attending surgeon: I was present and scrubbed for the entire operative procedure. Operative findings: ¿bimanual examination under anesthesia revealed vaginal apex involved with an invasive malignant process forming and indurated tumor mass measuring approximately 3.5 x 3.0 cm involving the right ureterosacral and cardinal ligament region medially to a penetration depth of approximately 1.5 cm into the right parametrial tissues. The base of the bladder was invaded by the malignancy, but previous cystoscopy had not revealed through-and through penetration. Upon entry into the peritoneal cavity, no free fluid was encountered. Small bowel adhesions were noted to the surface of a right ovarian endometrioma and to the past aspect of the remnant broad ligament. The uterus was surgically absent. The left ovary likewise showed multiple adhesions to the sigmoid colon and a left ovarian endometrioma measuring approximately 3.0 cm in diameter (as on the right). In addition, there was left hydrosalpinx measuring 3.0 x 5.0 cm. The mid portion of the sigmoid colon was adhered to the vaginal apex between the bladder and the round ligament remnant on the left with tumor penetrating through the vaginal apex at that zone directly invading into the mid sigmoid colon serosa and muscularis. The zone of penetrated tumor measured approximately 1.5 cm across but appeared to be isolated by the adhesions of the sigmoid colon probably related to pelvic endometriosis and prior surgical adhesions. No pelvic lymphadenopathy was noted. The ureters were of normal caliber bilaterally. Anterior cul-de-sac peritoneal surfaces were smooth. The posterior cul-de-sac peritoneum was unremarkable and was free and open. Exploration of the upper abdomen revealed the stomach, pylorus, and duodenum to be palpably normal. The gallbladder was thin walled without stones. The liver surface and parenchyma were smooth. The gutter peritoneal surfaces were smooth. The pancreas and kidneys were palpably normal. The appendix was surgically absent. The ascending, transverse, descending, and sigmoid portions of the colon were unremarkable except for scattered diverticula. The omentum was adhered to the right ovarian endometriosis and endometrioma area and likewise adhered to small bowel loops which were, by chronic adhesions, adhered to the right adnexal region. Small bowel adhesions were not involved with the penetrating tumor area. The small bowel mesentery was unremarkable.¿ description of operative procedure: ¿with the patient in the low lithotomy position following appropriate prep and drape, the abdomen was entered through a midline infraumbilical incision with excision of an old skin scar from a previous surgical incision. The upper abdomen was explored first. Cytologic washings were obtained from the cul-de-sac region and both gutters. Pelvic exploration was then performed before lysis of adhesions. The cecum was mobilized, and the small bowel and cecum were packed from the pelvis. The sigmoid colon was sharply dissected then from the left adnexal endometriosis and chronic adhesion process. Sigmoid attachment to the vaginal apex with tumor penetration was verified. That portion of the sigmoid colon was transected with a 7.0 cm margin distally and a 9.0 cm margin proximally. The infundibulopelvic ligaments were then clamped, cut and ligated bilaterally. The round ligaments were clamped, cut and ligated bilaterally. The adnexal structures were sharply dissected from the posterior leaf of the broad ligament bilaterally. The remaining sigmoid colon above the peritoneal reflection measured approximately 10.0 cm. It was carefully sutured to surrounding bladder and broad ligament peritoneum in an attempt to enclose the region of the vaginal apex tumor penetration to retard cell exfoliation and generalized further spread. The area was drained with a jackson-pratt drain through the retroperitoneal space in the left hemipelvis. Following that, the omentum was freed from the greater curvature of the stomach. Stick tie ligatures of 00 silk were used for hemostasis. The omental carpet was then drawn along the left abdominal gutter across the left brim of the pelvis and was placed into the central portion of the pelvis and transfixed there with multiple 00 chromic gut sutures in an effort to build up bulk between the vaginal apex and ultimate small bowel loops. Following that, the transverse colon and splenic flexure were mobilized. The transverse colon was then drawn down through the midline of the abdomen into the right lower quadrant with suturing of mesentery to small bowel mesentery in such a way as to prevent small bowel entry into the pelvis. The descending colon was then swung from right to left and then brought up into a defect in the left lower quadrant in standard colostomy location. The bowel was sutured to the skin at that level with interrupted 00 chromic gut. The pelvoabdominal cavity was then thoroughly irrigated with sterile water. The small bowel was plicated. The anterior abdominal wall was then closed with a smead-jones closure using single 0 prolene sutures. A second blake drain had been placed in the intraperitoneal location in the region of the omental carpet and brought out through a stab wound in the right lower quadrant suprainguinal region. A third blake drain was brought out at the lower portion of the wound as a subcutaneous drain, and the skin was approximated with staples. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ estimated blood loss: 750 cc. Blood administered: one unit of autologous packed cells. Drains and packs: three blake drains. Prognosis: immediate and remote: good and poor. Specimens removed: (1) mid sigmoid colon, (2) cytologic washings x 3, (3) bilateral tubes and ovaries with bilateral endometriomas and left hydrosalpinx, (4) infracolic omentum, (5) multiple biopsies as labeled. During the operative procedure, I personally discussed with the patient¿s husband the operative findings and treatment options as they related to this very poor prognosis penetration and intraperitoneal and transperitoneal spread of disease. He understands the nature of the surgical effort, and attempts postoperatively will be made in regard to radiation therapy control. Dr. (B)(6) scrubbed in during the operative procedure as well to personally palpate the pelvic disease and to outline the extent of the disease. Large weck clips were placed at the extremes of the palpable tumor in an effort to circumferentially allow x-ray determination of the disease diameter. Classification of primary wound: clean ¿ contaminated. On (B)(6) 1997: (B)(6) university gynecology & obstetrics medical group, inc. (B)(6) , md. Office notes. Status post exploratory laparotomy, bilateral salpingo-oophorectomy, cul-de-sac biopsy, rectosigmoid biopsy, descending colostomy, and isolation of pelvis with squamous cell carcinoma of the vagina penetrating vaginal apex into the cul-de-sac involving anterior mid sigmoid colon which was resected. Continues to do well postoperatively. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Radiology ¿ acute abdominal series. Indication: abdominal pain. Impression: no obstruction or ileus. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Radiology ¿ kub abdomen. Impression: mild dynamic ileus in postoperative patient. No definite mechanical obstruction. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Radiology ¿ kub abdomen. Impression: normal abdominal gas pattern without obstruction or ileus. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md; (B)(6) , md. Radiology ¿ acute abdominal series. Impression: no acute abdominal process. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md; (B)(6) , md. Radiology ¿ CT pelvis. Impression: no evidence of recurrence or metastasis. Left-sided colostomy. On (B)(6) 1998: (B)(6) medical group, inc. (B)(6) , md. Office notes. Metastatic squamous cell carcinoma of vagina at vaginal apex penetrating to mid sigmoid, status post sigmoid colon resection, diverting colostomy, pelvic isolation and external radiation therapy and radiopotentiating cisplatin chemotherapy. Abdominal wound healing satisfactorily. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Discharge summary. Abdominal pain and vomiting. Considering history of chemotherapy, radiation and recent surgery, admitted to rule out bowel obstruction or pelvic abscess or mass. CT abdomen/pelvis revealed no pathology. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Discharge summary. Admitted to rule out small bowel obstruction; complaints of fever and abdominal pain. Post x-ray treatments, 4000 centigray x 43 hours february 1998. Has had numerous admissions for abdominal pain needing to rule out small bowel obstruction. Gi consulted and assessed her to have no obstruction. On (B)(6) 1998: (B)(6) university medical center. (B)(6) , md. Discharge summary. Abdominal pain with nausea/vomiting. Rule out bowel obstruction in patient with vaginal cancer with metastases to intestines. Small bowel obstruction ruled out. On (B)(6) 1998: (B)(6) university gynecology & obstetrics medical group, inc. (B)(6) , md. Office notes. Expressed desirability of colostomy closure. Explained extensive radiation therapy in pelvis may preclude a re-hookup. At this time is in observation mode only with no plans of surgical intervention presently. On (B)(6) 1999: (B)(6) university gynecology & obstetrics medical group, inc. (B)(6) , md. Office notes. Counseled in keeping stool soft to facilitate adequate emptying of the tortuous colon segment. On (B)(6) 1999: (B)(6) university gynecology & obstetrics medical group, inc. (B)(6) , md. Office notes. Moderate central pelvic radiation fibrosis. On (B)(6) 2003: (B)(6) university gynecology & obstetrics medical group, inc. (B)(6) , md. Office notes. Band-like pain around hips, suprapubic area, low back. Colostomy, surrounding skin in good condition. Plan: CT abdomen/pelvis. ??/??/??: [missing records: records of cat scan ¿which revealed no significant findings¿ were not provided.] On (B)(6) 2011: (B)(6) university health care. (B)(6) , md. Office notes. Intermittent sharp, shooting abdominal pains compatible with gas trapping. Seen in emergency room at (B)(6) approximately 3 weeks ago with episode; cat scan done which revealed no significant findings. Abdomen soft, colostomy functioning well; surrounding skin in good condition. Sent for CT reports. On (B)(6) 2011: (B)(6) university health care. (B)(6) , md. Office notes. Has noted bulging around colostomy site. Examination reveals a parastomal hernia with bowel contents in and around colostomy area. Plan: evaluation by dr. (B)(6) . On (B)(6) 2011: (B)(6) university health care. (B)(6) , md. Office notes. Complaint: swelling around colostomy. In recent past, exercising vigorously, losing 10 pounds. During this time, noticed swelling around colostomy. Originally started about 6 months ago; since first noticed, it increased especially in more cephalad areas. Also, abdominal pain and diarrhea. Surgeries for abdomen include appendectomy 1974, partial hysterectomy for fibroid tumor 1996, abdominal exploration for cancer and colostomy 1997. Medical problems include sliding hiatal hernia. Smoked for 20 years, quit 2010; recently restarted smoking. 2 beers maybe once/month. Previous speed use x 10 years, quit 6 years ago. Did use marijuana and cocaine for 1 year. Gastrointestinal: nausea, abdominal pain associated with diarrhea and certain foods, gastroesophageal reflux. Weight 77.1 [kg]. Abdomen: lower midline scar, colostomy left lower abdomen. Visible swelling all around the colostomy and on careful palpation, possible to reduce small amount, but most of it stays unreduced. Soft, nontender, fullness in suprapubic area. Impression: parastomal hernia probably causing abdominal symptoms. Start process for scheduling laparoscopic versus open repair of parastomal hernia. On (B)(6) 2011: (B)(6) university health. (B)(6) , np. Office notes. Noticed swelling around colostomy; started about 6 months ago and has since noticed worsening of bulge. Recently started using abdominal binder; helps with discomfort. Has had trouble with hematuria and frequency; followed by urologist. Smoking ½ pack/day. Abdomen: nondistended, midline incision well healed, left colostomy pink, patent and producing, large bulge above ostomy when standing, reduces when laying flat. Impression: parastomal hernia. Plan: schedule laparoscopic versus open parastomal hernia repair. Received CT for review. On (B)(6) 2011: (B)(6) university medical center. (B)(6) , r2. Progress notes. Postop day 7 status post laparoscopic parastomal hernia repair, lysis of adhesions. Doing well. Laparoscopy port sites clean/dry/intact. No site infection, no erythema. Diet as tolerated, discharge planning. On (B)(6) 2011: (B)(6) university health. (B)(6) , np. Discharge summary. Increase in swelling around colostomy and increasing in size over last 6 months associated with mild symptoms of abdominal pain. CT scan (B)(6) 2011 did show parastomal hernia; here for elective repair. Procedures: laparoscopic repair of parastomal hernia, laparoscopic lysis of adhesions, laparoscopic placement of mesh, which is dual mesh 18 x 24 cm trimmed down to approximately 16 x 20 cm and dilation of colostomy stricture. Hospital course uneventful, stay prolonged secondary to expected postoperative ileus. Once patient had return of bowel function, started clear liquid diet and advanced to soft. On discharge, ambulating, voiding, pain controlled, tolerating diet. Discharged home. Activity as tolerated, okay to shower, no baths or soaking, no heavy lifting more than 10 pounds for 6 weeks. Keep incision sites covered with tegaderm. Follow up dr. (B)(6) 2 weeks. On (B)(6) 2011: (B)(6) university healthcare. [Signature illegible]. Office notes. Postoperative visit parastomal hernia repair. Reports pain at port site. Tolerating diet, no problems with stooling. Abdomen soft, midline tender, nondistended. Multiple well-healed laparoscopy port sites. Impression: status post parastomal hernia repair with mesh, postop day 20. Plan: discontinue staples, pain control, return 3-5 weeks. On (B)(6) 2013: (B)(6) university health. (B)(6) , md. Office notes. Continues to do well. Good relief from parastomal hernia repaired by dr. (B)(6) . On (B)(6) 2014: (B)(6) university health. (B)(6) , md. Office notes. No abdominal or pelvic complaints. Good colostomy function, no recurrence of herniation. On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Office notes. Now with 2 additional surgeries for a colostomy and abdominal wall revisions. Currently with active wound infection. Abdomen: area of reestablished new left lower quadrant colostomy site with medial colostomy site infected and midline surgical wound infected and open with covering dressing. Recommended current operating surgeon re-contact dr. (B)(6) for possible re-evaluation here at loma linda in regards to history of post hernia repair infections. On (B)(6) 2015: (B)(6) health partners. (B)(6) , md. Office notes. Open wound with drainage near pericolostomy. Plan: anaerobic and aerobic cultures done in office. Continue wound care, complete antibiotic course, referred to wound care at (B)(6) . ??/??/??: [missing records: a culture report detailing analysis of wound drainage was not provided.] On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Emergency department visit. Complains of abdominal pain since yesterday morning; bilateral, in lower quadrants. Associated nausea and two episodes of green, non-bloody vomiting this morning. Has colostomy bag; recently ostomy area became infected and treated with cipro. History of infection due to vancomycin resistant enterococcus, history small bowel obstruction. Former smoker; quit 09/11/11, alcohol 0.5 oz/week. Abdomen: distention, tenderness right lower and left lower quadrant. Well-healed midline abdominal scar. Clean, vertical, 3-4 cm open wound in left lower quadrant. Ostomy stub pink with mild erythema, no drainage or foul odor. Impression: acute abdominal series negative for obstruction/perforation, CT abdomen/pelvis with possible pericolostomy hernia with obstruction and early strangulation. Most likely to have acute diffuse abdominal pain with nausea, vomiting and leukocytosis secondary to early bowel strangulation. Placed for admission. On (B)(6) 2015: (B)(6) university health. Lab. Wbc 12.13 high. On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Radiology ¿ x-ray acute abdominal series. Indication: acute left lower quadrant pain, rule out small bowel obstruction. Findings: surgical clips in pelvis, mesh clips in left lower quadrant of abdomen. Impression: no acute intrathoracic or intra-abdominal abnormality. On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Radiology ¿CT abdomen/pelvis. Left-sided colostomy with associated left abdominal wall defect measuring up to 4.2 cm. Impression: extensive left lower hemi-abdominal postsurgical change related to colonic diversion. Adjacent to left diverting colostomy is a focal dilated loop of bowel herniating through the left colostomy wall defect with generous amount of surrounding inflammatory change and small amount of free fluid within abdomen. Findings suspicious for pericolostomy hernia with suggestion of obstruction and possible closed-loop obstruction. Nonspecific wall thickening involving right lower hemi-abdominal bowel loops. May be related to radiation enteritis. On (B)(6) 2015: (B)(6) university health. (B)(6) . Radiology ¿ x-ray kub abdomen. Findings: hernia mesh material projects over the left hemiabdomen. Surgical clips within lower abdomen. Impression: no abnormal gas-filled dilated small bowel loops. On (B)(6) 2015: (B)(6) university health. (B)(6) . Radiology ¿ CT abdomen/pelvis. Re-demonstration of left lower quadrant colostomy. Adjacent to colon within the ostomy is a large rim-enhancing fluid collection, approximately 7.9 x 5.4 x 10.7 cm. Fluid collection extends through the ostomy into the subcutaneous fat of left anterior abdominal wall. Hernia mesh material is again present within the left lower abdominal quadrant. Impression: no evidence of bowel obstruction. Fluid collection could be post-surgical in etiology, abscess a possibility. Diffuse wall thickening involving rectosigmoid colon with adjacent 3.8 x 5.4 x 10.7 cm rim-enhancing fluid collection, appears contiguous to the bowel. Uncertain whether this is an amorphous bowel loop or adjacent fluid collection, such as abscess. On (B)(6) 2015: (B)(6) university health. (B)(6) . Radiology ¿ fl enema water soluble contrast. Indication: evaluated for rectal fistula to colostomy. Findings: surgical mesh projects over left hemiabdomen. Impression: no fluoroscopic evidence of enterocutaneous fistula of rectal and sigmoid colonic stump. On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Radiology ¿ ir abscess catheter check. Findings: contrast injected through percutaneous 16 french tube is seen entering left lower abdominal quadrant fluid collection. No communication with bowel. Multiple surgical clips and embolization coils project over left hemiabdomen. On (B)(6) 2015: (B)(6) university health. (B)(6) , md; (B)(6) , md. Discharge summary. Diagnosis: small bowel obstruction. Secondary diagnosis: parastomal hernia with obstruction, abdominal wall pain both lower quadrants, nausea/vomiting, history external beam radiation, mild dehydration. Hospital course: presented with 4 day history of peristomal pain, decreased ostomy output, nausea/emesis and CT demonstrates pericolostomy hernia with suggestion of small bowel obstruction. Decision made to manage medically with nasogastric tube decompression, nothing by mouth, close monitoring, total parenteral nutrition. On hospital day 4, nausea resolved and distention improved but continued to have elevated output from nasogastric tube and new parastomal swelling evident on physical examination with no ostomy output. CT imaging demonstrated a 7.9 x 10.7 cm fluid collection near ostomy site, no evidence of bowel obstruction. Decision made to drain the fluid collection on hospital day 5 due to concerns of possible abscess formation versus worsening bowel obstruction if fluid collection enlarges. Interventional radiology able to drain the collection with no intraoperative complications. On hospital day 11 (day of discharge), doing well, ambulating, urinating, passing flatus, having stool output from ostomy, tolerating diet, pain controlled on oral medications. Provided ostomy care teaching, discharged in good condition with plan to follow-up in dr. (B)(6) clinic in 2 weeks. Activity as tolerated. On (B)(6) 2015: (B)(6) university health. (B)(6) , np; (B)(6) , md. Office notes. Presents following hospitalization for small bowel obstruction. Impression: doing well post non-operative management of small bowel obstruction. Difficulty pouching ostomy and drainage from mucous fistula causing skin excoriation, now homebound. Plan: red robin placed to control mucous fistula drainage. Follow up dr. (B)(6) (B)(6) 2015. On (B)(6) 2015: (B)(6) university health. (B)(6) , md. Office notes. Impression: recurrent drainage from likely mucus fistula from remnant colon versus fistula to peristomal mucus collection that has caused difficulty with ostomy management, skin breakdown. Symptoms have limited daily activities. No current signs of small bowel obstruction. Plan: CT abdomen/pelvis, proctosigmoidoscopy looking for possible mucocutaneous fistula. On (B)(6) 2016: (B)(6) university health. (B)(6) , md; (B)(6) , md. History and physical. Abdominal pain, distention, decreased ostomy output, nausea over last 48 hours that failed to ameliorate with dulcolax. Similar symptoms in past preceding hospitalizations for small bowel obstruction. Stomal revision in september complicated by persistent mucous fistula at prior ostomy site that ¿sealed over¿ two weeks prior to this admission. Impression: decreased ostomy output and abdominal pain due to constipation secondary to decreased water intake and expanding mucous collection deep to site of prior fistula. Plan: CT abdomen/pelvis, gi evaluation. On (B)(6) 2016: (B)(6) university health. (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: likely peristomal fluid collection with possible colonic stump fistula. Findings: left mid abdominal surgical mesh is present. Impression: colostomy patent. Adjacent to this, is a 3.5 x 5.5 cm fluid distended peripherally enhancing fluid collection in subcutaneous tissues adjacent to the colostomy which is continuous with a segment of fluid-filled bowel which terminates in pelvis. Portion of distended bowel in close proximity with the distal visualized aspect of retrograde contrast-filled sigmoid colon. Intervally improved wall thickening of rectosigmoid colon. On (B)(6) 2016: (B)(6) university health. (B)(6) , do. Radiology ¿ CT guided abscess drain. Findings: limited CT scan through abdomen/pelvis demonstrates a dilated peristomal fluid-filled loop of colon that has decreased in size compared to most recent CT. Post procedure scan shows pigtail drain within the loop in the subcutaneous fluid collection. No immediate complication identified. Impression: CT guided placement of 12 french pigtail drain into dilated blind colonic loop. Plan: routine tube care. Follow up surgery regarding plans for mucous fistula formation. On (B)(6) 2016: (B)(6) university health. (B)(6) , md; (B)(6) , md. Discharge summary. Admitted with abdominal pain, distention, decreased ostomy output, nausea over 2 days. CT abdomen/pelvis significant for a 3.5 x 5.5 cm peripherally enhancing fluid collection in the subcutaneous tissue adjacent to colostomy contiguous with fluid filled bowel. Interventional radiology consulted to drain fluid collection; performed without complication. On day of discharge, stoma productive of stool and flatus, pain controlled, afebrile, tolerating regular diet, ambulating. Discharged home, activity as tolerated. On (B)(6) 2017: (B)(6) university health. (B)(6) , md; (B)(6) , md. Office notes. Last followed up on (B)(6) 2016; drain removed and instructed to return as needed. Returns due to worsening of mucocutaneous fistula over past 5 days. Impression: increasing drainage probably represents increase in mucous build up in blind loop. Plan: urgent CT abdomen/pelvis. On (B)(6) 2017: (B)(6) university health. (B)(6) , md. Office notes. Impression: now with appropriate drainage from mucocutaneous fistula, no evidence on CT of residual undrained mucous in defunctionalized loop of bowel. Plan: follow up ostomy clinic. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 1997 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 1999 through (B)(6), 2003, and (B)(6), 2003 through (B)(6), 2011, and (B)(6), 2011 through (B)(6), 2013, were not provided. Patient information: medical history: ¿ 1997: squamous cell carcinoma of vagina ¿ 1997: pelvic endometriosis, bilateral pelvic endometriomas, chronic adhesions ¿ 1998: status post external radiation therapy and chemotherapy ¿ (B)(6) 1999: tortuous colon segment. ¿ (B)(6) 1999: central pelvic radiation fibrosis ¿ smoker (B)(6) 2011: ¿...re-started smoking¿ (B)(6) 2011: ½ ppd [pack per day] (B)(6) 2015: ¿...smoked one pack daily for many years.¿ ¿ overweight (B)(6) 2011: 169.6 lbs., bmi 27.4 ¿ (B)(6) 2011: ¿...previous speed use x10 years; quit 6 years ago, used marijuana and cocaine for 1 year.¿ ¿ gastroesophageal reflux, disease [gerd] ¿ hypertension surgical procedures: ¿ 1974: appendectomy ¿ 1996: hysterectomy ¿ 1997: vaginal carcinoma; removal surgery/mesh placement [no product ID] ¿ (B)(6) 1997: sigmoid colon resection, descending colostomy, bilateral salpingo-oophorectomies, omental carpet formation ¿ (B)(6) 2011: laparoscopic repair of parastomal hernia; laparoscopic lysis of adhesions for 2 hours; laparoscopic mesh placement; dilation of colostomy stricture ¿ (B)(6) 2015: emergency exploratory laparotomy. Resection of colon with colostomy stoma. Creation of a new colostomy stoma. Extensive enterolysis. Repair of small bowel, multiple sites. Repair of ventral hernia. No mesh. Peritoneal lavage. Release of small-bowel obstruction at the ileocecal junction. Release of multiple partial small-bowel obstruction due to extensive intestinal adhesions secondary to mesh attachment. ¿ (B)(6) 2015: exploratory laparotomy and drainage of pericolic abscess. Debridement of right groin wound. Excision of inflammatory mass. Drainage of fluid, left groin. ¿ (B)(6) 2015: emergency exploratory laparotomy. Release of proximal complete bowel obstruction. Release of multiple distal partial bowel obstruction. Repair of large lower abdominal ventral hernia, 10 cm x 10 cm. No mesh was used. Excision of old mesh from pelvis and also removal of old fascial staples from the old mesh that is causing severe adhesions and partial obstruction. Extensive enterolysis of the abdomen and pelvis and ventral hernia sac. Multiple enterorrhaphy. Repair of small bowel multiple sites due to dense adhesions. Drainage of intraabdominal and pelvic abscesses. Revision of colostomy stoma and new positioning of the colostomy stoma. Peritoneal lavage. ¿ (B)(6) 2015: surgical excisional debridement of the pericolostomy abdominal wound. Repair of the abdominal wound with layered closure. ¿ (B)(6) 2016: CT guided abscess drain placement. Relevant medical information: ¿ medical records for the 1997 ¿mesh placement¿ were not provided for review. [No product ID] ¿ inpatient hospitalization [hospitalization dates unknown] (B)(6) 1997: indication: ¿squamous cell carcinoma of vaginal apex and bilateral adnexal cystic masses.¿ (B)(6) 1997: sigmoid colon resection. Descending colostomy. Bilateral salpingo-oophorectomies. Omental carpet formation. Findings: ¿bimanual examination under anesthesia revealed vaginal apex involved with an invasive malignant process forming and indurated tumor mass measuring approximately 3.5 x 3.0 cm involving the right ureterosacral and cardinal ligament region medially to a penetration depth of approximately 1.5 cm into the right parametrial tissues. The base of the bladder was invaded by the malignancy, but previous cystoscopy had not revealed through-and through penetration. ¿the omentum was adhered to the right ovarian endometriosis and endometrioma area and likewise adhered to small bowel loops which were, by chronic adhesions, adhered to the right adnexal region. Small bowel adhesions were not involved with the penetrating tumor area. The small bowel mesentery was unremarkable.¿ procedure: ¿the descending colon was then swung from right to left and then brought up into a defect in the left lower quadrant in standard colostomy location. The bowel was sutured to the skin at that level with interrupted 00 chromic gut.¿ ¿ (B)(6) 1997: ¿continues to do well postoperatively.¿ ¿ (B)(6) 1998: ¿... External radiation therapy and radiopotentiating cisplatin chemotherapy.¿ ¿ (B)(6) 1999: ¿moderate central pelvic radiation fibrosis.¿ ¿ (B)(6) 2011: ¿has noted bulging around colostomy site. Examination reveals a parastomal hernia with bowel contents in and around colostomy area.¿ implant preoperative complaints: ¿ (B)(6) 2011: ¿noticed swelling around colostomy; started about 6 months ago and has since noticed worsening of bulge. Abdomen: nondistended, midline incision well healed, left colostomy pink, patent and producing, large bulge above ostomy when standing, reduces when laying flat. Impression: parastomal hernia.¿ implant procedure: laparoscopic repair of parastomal hernia. Laparoscopic lysis of adhesions for 2 hours. Laparoscopic mesh placement. Dilation of colostomy stricture. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/8611939, 18cm x 24 cm x 1 mm thick] implant date: (B)(6), 2011 [hospitalization dates (B)(6), 2011] ¿ findings: ¿there was weak fascia in the midline from previous laparotomy, but no hernias. There was intra-abdominal adhesions with lysis of adhesions for 2 hours, but no bowel injury during the lysis of adhesions or at the end of the procedure when inspected. No evidence of bleeding from the surgical dissection sites or other wounds at the end of procedure. A colostomy stricture that was dilated. There was no undue encroachment on the colostomy in its new position after the parastomal hernia repair. There was no evidence of intraperitoneal tumor and the surface of the liver, stomach, visualized bowel, and colon were all normal. Dual mesh 18 x 24 cm trimmed down to approximately 15 to 16 x 20 cm.¿ ¿ description of hernia being treated: ¿...incision was made in the right subcostal area. Veress needle was introduced with low intra-abdominal pressure and high flow. Once she was insufflated to 15 mmhg pressure (3 liters of co2), a 5-mm cannula was placed under direct vision. There was freedom on the right side of the abdomen. Another 5-mm cannula was placed. Small bowel adhesions were then taken down to the anterior abdominal wall. Once these were done, the small bowel was inspected. There was no evidence of bowel injury during the lysis of adhesions or at inspection after they were taken down or at the end of the procedure. The colon which was then also attached to the anterior abdominal wall was freed up toward the colostomy. The parastomal hernia was then identified and there was abundant amount of appendices epiploica [sic] that were up into the parastomal hernia. These were all carefully taken down by lysing further adhesions from around the colostomy circumferentially and down towards the pelvis. Once this was done, we determined that the remainder of the tissue going along up with the colostomy was mesentery and could not be further narrowed.¿ ¿ implant size and fixation: ¿therefore, after inspection was again undertaken, the areas were measured. It was felt that a dual mesh would serve the purpose by placing the colostomy more lateral and therefore a dual mesh was obtained of the appropriate size. Sutures being placed on the left lateral side, so as to encompass the colostomy and dry more laterally and then sutures on the other quadrants of the mesh. Prior to we finishing the adhesions, a 5-mm cannula was placed in the left upper quadrant and this was used to lightly retract well and further adhesions were taken down. The right upper quadrant 5-mm cannula was then cinched to a 11-mm cannula. The mesh was then rolled up, moistened, and then placed in the peritoneal cavity unraveled with the corduroy side toward the anterior abdominal wall the smooth side towards the bowel. The mesh was then drawn out inferior to the colostomy and superior to the colostomy from the previously placed sutures. It appeared that the attention [sic] was too much on the colostomy and the sutures were repositioned so that we would have less tension on the colostomy and this was done. The remaining sutures were then brought out through the anterior abdominal wall. Sutures of #1 vicryl placed around 11-mm cannula site at the fascial level to be closed at the end of procedure. Intraabdominal pressure was then dropped to 10 and the sutures were then tied, making sure that the mesh was lying up against the bowel and mesentery in an appropriate fashion, so as not to cause undue pressure. Once the sutures were tied, we could still see a 10 mmhg pressure, but below this we could not see. At 1-cm interval, the mesh was further tacked to the anterior abdominal wall circumferentially with a helical tacker . Once this was done, inspection was once again carried out with no evidence of bleeding or other problems. And then the suture on the 11-mm cannula site was approximated. All co2 was then evacuated. After this, suture was tied and the wounds were irrigated with saline. The larger wounds were closed with interrupted 3-0 vicryl and then staples. The smaller wounds were closed with staples. The colostomy was then exposed. The suture from the colostomy was removed. The colostomy stricture was dilated to small finger, ring finger, and then index finger and so that we could feel the new colostomy opening laterally. It did not appear to encroach on the colostomy so as to create any kind of potential bowel obstruction, in fact it was more wide than the colostomy stricture at the skin. So once this was done, a bag was placed over the colostomy." (B)(6) 2011: ¿postop day 7 status post laparoscopic parastomal hernia repair, lysis of adhesions. Doing well. Laparoscopy port sites clean/dry/intact. No site infection, no erythema.¿ (B)(6) 2011: discharge summary. ¿hospital course uneventful, stay prolonged secondary to expected postoperative ileus.¿ relevant medical information: ¿ (B)(6) 2011: ¿reports pain at port site.¿ ¿impression: status post parastomal hernia repair with mesh, postop day 20 . Plan: discontinue staples, pain control, return 3-5 weeks.¿ ¿ (B)(6) 2013: ¿continues to do well. Good relief from parastomal hernia repaired by dr (B)(6).¿ ¿ (B)(6) 2014: ¿no abdominal or pelvic complaints. Good colostomy function, no recurrence of herniation.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿presented in the emergency room with abdominal pain, nausea, vomiting, bloating, and failure of colostomy functioning for the last 4 days. Found to have bowel obstruction on CT scan.¿ ¿ abdominal pain, nausea, vomiting. Exam: in acute distress due to pai [pain] the abdomen and distension. Bowel sounds are hypoactive. Colos [colostomy] empty, not functioning. Diagnosis: a small- bowel obstruction. Cause of obstruction: adhesions, internal herniation [illegible words] of large bowel, colostomy, dehydration, sepsis. Plan: gastrografin small bowel-series. Surgery after workup. ¿ (B)(6) 2015: CT abdomen/pelvis [a/p]. Findings: there is a radiopaque mesh seen in the anterior abdominal wall. Impression: small bowel obstruction with the transition point most likely low mid abdomen. No free air noted.¿ ¿ (B)(6) 2015: x-ray abdomen/pelvis. ¿impression: radiographic findings consistent with partial/incomplete mechanical small bowel obstruction.¿ explant procedure: emergency exploratory laparotomy. Resection of colon with colostomy stoma. Creation of a new colostomy stoma. Extensive enterolysis. Repair of small bowel, multiple sites. Repair of ventral hernia. No mesh. Peritoneal lavage. Release of small-bowel obstruction at the ileocecal junction. Release of multiple partial small-bowel obstruction due to extensive intestinal adhesions secondary to mesh attachment. Explant date: (B)(6), 2015 [hospitalization dates (B)(6), 2015] ¿ findings: ¿extensive intestinal adhesions. Omental adhesions. Mesh stuck to the bowel. The staples used for packing [tacking] mesh were invading into the small bowel, requiring repair of small bowel. A large bowel completely twisted at the abdominal wall prior to the colostomy site area with complete obstruction of the large bowel, failed mesh with ventral hernia in the left abdomen. ¿ postoperative diagnosis: a large-bowel obstruction due to twisting at the abdominal wall, where the mesh was attached. Multiple areas of partial small-bowel obstruction. A complete small-bowel obstruction, closer to the ileocecal junction in the pelvis due to adhesions. Ventral hernia. Multiple intestinal and omental adhesions.¿ ¿ procedure: ¿... A midline abdominal incision was made. The incision was deepened through the subcutaneous fascia, rectus fascia, linea alba, and peritoneum. After opening the peritoneum, and exploration was carried out and the above findings were noted. There were extensive intestinal adhesions and omental adhesions inside the abdominal cavity, causing multiple areas of small-bowel obstruction . In addition, at the ileocecal junction in the pelvis, complete obstruction of small bowel noted. Also noted a large bowel obstructed, just proximal to the small bowel. After exploring and finding the above findings, it was decided to do the following: the twisted colostomy area will be resected and a new colostomy will be created. Release of complete small-bowel obstruction by extensive enterolysis in the right pelvic region at the ileocecal junction. Release of multiple small-bowel obstructions in the abdomen. Repair of small bowel, where the fascia with staples and screws are invading the intestine, small bowel, causing internal fistulas. After deciding what to do, then the procedure was initiated. The adhesions of the bowel were released from the upper abdomen and mid abdomen to the lower abdomen and pelvis. The adhesions were released, partial-bowel obstruction released. At the ileocecal junction, a complete obstruction was released. After that, the areas where the screws that were used for fractional tracking were invading into the small bowel, causing a fistular tract. These screws were removed and the small bowel was repaired in multiple areas due to the screws invasion, infiltration into the bowel. After repair of small bowel and release of small-bowel obstruction, multiple partial and single complete, then attention was directed to the large intestine, and the colon was tracked and traced the transverse colon to descending colon. At the level of the fascia, the colon was trapped by the fascia with staples, and then also the colon was twisted, causing complete colostomy stoma obstruction. The colostomy stoma was resected proximally. After resecting the colon with colostomy stoma, which is separated from the surrounding muscle and fascia in the left lower quadrant, 3 elliptical incisions. Then, a segment of colon was resected and then the end of the colon was brought in through the same opening as an end colostomy. The colostomy stoma was then secured at the level of the peritoneum with 2-0 silk suture, at the level of fascia with 0 vicryl, at the level of the skin with 2-0 vicryl and 3-0 vicryl gi suture. After resecting and bringing the end of the colon, again through the same opening, multiple levels, the colostomy was secured adequately, so it does not collapse or retract. Then, enough length was used, it was sutured along the peritoneum side to prevent kinking and twisting of the colon stoma. Peritoneal cavity was irrigated with multiple liters of saline with ancef. The patient received intraoperative zosyn in addition to preop ancef. Because of the extent of surgery and resection of colon, flagyl also was given. The ventral hernia was noted, paracolostomy site due to previous failed mesh. This one was directly repaired by direct mobilization of the fascia and approximation. The mesh was not used because of the fear of infection due to colostomy stoma around the neighborhood. So the mesh was avoided, and direct repair was carried out on the ventral hernia using a nonabsorbable ethibond sutures to prevent recurrence. After repairing the ventral hernia, releasing the bowel adhesions, repairing the multiple areas of small bowel where the screws invaded, and release of partial and complete bowel obstruction of small bowel, release of large-bowel obstruction by resection, and a new colostomy creation. The peritoneal lavage was carried out, about 4 l of fluid used. The fluid was sectioned back, then the abdominal wound was closed in layers. The peritoneum and fascia was approximated with running suture of 0 pds, supplemented by interrupted sutures of 0 ethibond interrupted sutures. The subcutaneous fascia with 2-0 vicryl, skin with staples and 3-0 silk sutures. Sterile dressing was applied on the wound. Colostomy was repositioned and reshaped. A new colostomy was then sutured down to the skin using 2-0 and 3-0 vicryl gi sutures after securing the colostomy to the fascia. The patient tolerated the procedure well. Vital signs, and cardiac rhythm remained stable.¿ blood loss: 200 ml plus. Lap and sponge count correct at the end of the procedure x 2. A 40 ml of 0.25% marcaine with epinephrine was injected into the tissues for local analgesia. Then, the patient was transferred to the recovery room in stable condition. (B)(6) 2015: pathology. ¿specimens: a. Staples (invading the bowel). B. Adhesive band. C. Old mesh. D. Obstructive colostomy stoma. E. Colostomy stoma. Clinical history and diagnosis: acute mechanical small bowel obstruction. Operation: exploratory laparotomy, release of bowel obstruction, removal of old mesh, resection of obstructive colostomy stoma, repair of small bowel and creation of new colostomy. Gross description: a. The specimen is labeled with the patient¿s name, ID number and ¿staples (invading the bowel).¿ received without fixative are 3 metal wire coils and 4 metal wires. The metal wire coils measure 0.7 x 0.7 x 0.4 cm in aggregate. The 4 metal wires ranging from 2.0 cm to 2.5 cm in length x less than 0.1 cm in diameter. No tissue is present. Gross only. B. The specimen is labeled with the patient¿s name, ID number and ¿adhesive band¿. Received in formalin is one fragment of yellow fatty tissue, measuring 4.0 x 2.5 x 1.0 cm. The specimen is serially sectioned revealing yellow, fatty cut surfaces. Representative sections are submitted in one cassette. C. The specimen is labeled with the patient¿s name, ID number and ¿old mesh¿. Received in formalin is one large mesh, along with multiple small fragments of mesh material, together measuring 12 x 12 x 1.5 cm in aggregate. The larger mesh has multiple fragments of adherent light tan, fatty, fibrotic tissue. These tissues are stripped off and submitted in one cassette. Gross only for the mesh. D. The specimen is labeled with the patient¿s name, ID number and ¿obstructive colostomy stoma¿. Received in formalin is one stoma tissue surrounded with yellow fatty tissue, measuring 7.5 x 4.0 x 3.0 cm overall. The distal end of the tissue is closed with black sutures. The specimen is serially sectioned revealing unremarkable bowel tissue. Representative sections are submitted. Cassettes 1 and 2: both margins. Cassette 3: center portion of the tissue. E. The specimen is labeled with the patient¿s name, ID number and ¿colostomy stoma¿. Received in formalin is one stoma tissue surrounded with a moderate amount of fat, overall measures 6.2 x 3.5 x 2.5 cm. The specimen is serially sectioned revealing a small fragment of colon, measuring 3.0 cm in length x 2.5 cm in diameter. The mucosa appears unremarkable. Representative sections are submitted in one cassette. Microscopic description: a. Gross only. B. Sections show benign fibroadipose tissue with focal acute chronic inflammatory infiltrates. No evidence of dysplasia or malignancy. C. Sections from the mesh adherent tissue show benign fibroadipose tissue with chronic inflammation, focal granulation tissue, and multiple multinucleated foreign body-type giant cells. No evidence of dysplasia or malignancy. D. Sections show the proximal end of the stoma with chronic inflammation and focal granulation tissues. The distal/skin surface shows no significant pathologic findings. No evidence of dysplasia or malignancy. E. Sections show benign colonic tissue with no significant pathologic abnormality. Final diagnosis (es): a. Staples, removal: consistent with staples (x7), gross only. B. Adhesive band, excision: benign fibroadipose tissue with focal acute chronic inflammation. C. Old mesh, removal: mesh material, gross only. Adherent fibroadipose tissue with chronic inflammation and foreign body resection. D. Colostomy stoma, excision: benign colostomy stoma tissue with focal chronic inflammation and granulation tissue. E. Colostomy stoma, excision: benign colostomy stoma tissue, no pathologic findings.¿ discharge summary. ¿recovery prolonged requiring broach spectrum antibiotics and ng tube to suction, tpn until postop ileus resolved.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8611939. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1997 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 1999 through (B)(6) 2003, and (B)(6) 2003 through (B)(6) 2011, and (B)(6) 2011 through (B)(6) 2013, were not provided. Patient information: medical history: 1997: squamous cell carcinoma of vagina. 1997: pelvic endometriosis, bilateral pelvic endometriomas, chronic adhesions. 1998: status post external radiation therapy and chemotherapy . (B)(6) 1999: tortuous colon segment. (B)(6) 1999: central pelvic radiation fibrosis. Smoker: (B)(6) 2011: ¿...re-started smoking.¿ (B)(6) 2011: ½ ppd [pack per day]. (B)(6) 2015: ¿...smoked one pack daily for many years.¿ overweight: (B)(6) 2011: 169.6 lbs., bmi 27.4. (B)(6) 2011: ¿...previous speed use x10 years; quit 6 years ago, used marijuana and cocaine for 1 year.¿ gastroesophageal reflux, disease [gerd]. Hypertension. Surgical procedures: 1974: appendectomy. 1996: hysterectomy. 1997: vaginal carcinoma; removal surgery/mesh placement [no product ID]. (B)(6) 1997: sigmoid colon resection, descending colostomy, bilateral salpingo-oophorectomies, omental carpet formation. (B)(6) 2011: laparoscopic repair of parastomal hernia; laparoscopic lysis of adhesions for 2 hours; laparoscopic mesh placement; dilation of colostomy stricture. ¿(B)(6) 2015: emergency exploratory laparotomy. Resection of colon with colostomy stoma. Creation of a new colostomy stoma. Extensive enterolysis. Repair of small bowel, multiple sites. Repair of ventral hernia. No mesh. Peritoneal lavage. Release of small-bowel obstruction at the ileocecal junction. Release of multiple partial small-bowel obstruction due to extensive intestinal adhesions secondary to mesh attachment. (B)(6) 2015: exploratory laparotomy and drainage of pericolic abscess. Debridement of right groin wound. Excision of inflammatory mass. Drainage of fluid, left groin. (B)(6) 2015: emergency exploratory laparotomy. Release of proximal complete bowel obstruction. Release of multiple distal partial bowel obstruction. Repair of large lower abdominal ventral hernia, 10 cm x 10 cm. No mesh was used. Excision of old mesh from pelvis and also removal of old fascial staples from the old mesh that is causing severe adhesions and partial obstruction. Extensive enterolysis of the abdomen and pelvis and ventral hernia sac. Multiple enterorrhaphy. Repair of small bowel multiple sites due to dense adhesions. Drainage of intraabdominal and pelvic abscesses. Revision of colostomy stoma and new positioning of the colostomy stoma. Peritoneal lavage. (B)(6) 2015: surgical excisional debridement of the pericolostomy abdominal wound. Repair of the abdominal wound with layered closure. (B)(6) 2016: CT guided abscess drain placement. Relevant medical information: medical records for the 1997 ¿mesh placement¿ were not provided for review. [No product ID]. Inpatient hospitalization [hospitalization dates unknown]. (B)(6) 1997: indication: ¿squamous cell carcinoma of vaginal apex and bilateral adnexal cystic masses.¿ (B)(6) 1997: sigmoid colon resection. Descending colostomy. Bilateral salpingo-oophorectomies. Omental carpet formation. Findings: ¿bimanual examination under anesthesia revealed vaginal apex involved with an invasive malignant process forming and indurated tumor mass measuring approximately 3.5 x 3.0 cm involving the right ureterosacral and cardinal ligament region medially to a penetration depth of approximately 1.5 cm into the right parametrial tissues. The base of the bladder was invaded by the malignancy, but previous cystoscopy had not revealed through-and through penetration. ¿the omentum was adhered to the right ovarian endometriosis and endometrioma area and likewise adhered to small bowel loops which were, by chronic adhesions, adhered to the right adnexal region. Small bowel adhesions were not involved with the penetrating tumor area. The small bowel mesentery was unremarkable.¿ procedure: ¿the descending colon was then swung from right to left and then brought up into a defect in the left lower quadrant in standard colostomy location. The bowel was sutured to the skin at that level with interrupted 00 chromic gut.¿ (B)(6) 1997: ¿continues to do well postoperatively.¿ (B)(6) 1998: ¿... External radiation therapy and radiopotentiating cisplatin chemotherapy.¿ (B)(6) 1999: ¿moderate central pelvic radiation fibrosis.¿ (B)(6) 2011: ¿has noted bulging around colostomy site. Examination reveals a parastomal hernia with bowel contents in and around colostomy area.¿ implant preoperative complaints: (B)(6) 2011: ¿noticed swelling around colostomy; started about 6 months ago and has since noticed worsening of bulge. Abdomen: nondistended, midline incision well healed, left colostomy pink, patent and producing, large bulge above ostomy when standing, reduces when laying flat. Impression: parastomal hernia.¿ implant procedure: laparoscopic repair of parastomal hernia. Laparoscopic lysis of adhesions for 2 hours. Laparoscopic mesh placement. Dilation of colostomy stricture. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/8611939, 18cm x 24 cm x 1 mm thick]. Implant date: (B)(6) 2011 [hospitalization dates (B)(6) 2011]. Findings: ¿there was weak fascia in the midline from previous laparotomy, but no hernias. There was intra-abdominal adhesions with lysis of adhesions for 2 hours, but no bowel injury during the lysis of adhesions or at the end of the procedure when inspected. No evidence of bleeding from the surgical dissection sites or other wounds at the end of procedure. A colostomy stricture that was dilated. There was no undue encroachment on the colostomy in its new position after the parastomal hernia repair. There was no evidence of intraperitoneal tumor and the surface of the liver, stomach, visualized bowel, and colon were all normal. Dual mesh 18 x 24 cm trimmed down to approximately 15 to 16 x 20 cm.¿ description of hernia being treated: ¿...incision was made in the right subcostal area. Veress needle was introduced with low intra-abdominal pressure and high flow. Once she was insufflated to 15 mmhg pressure (3 liters of co2), a 5-mm cannula was placed under direct vision. There was freedom on the right side of the abdomen. Another 5-mm cannula was placed. Small bowel adhesions were then taken down to the anterior abdominal wall. Once these were done, the small bowel was inspected. There was no evidence of bowel injury during the lysis of adhesions or at inspection after they were taken down or at the end of the procedure. The colon which was then also attached to the anterior abdominal wall was freed up toward the colostomy. The parastomal hernia was then identified and there was abundant amount of appendices epiploica [sic] that were up into the parastomal hernia. These were all carefully taken down by lysing further adhesions from around the colostomy circumferentially and down towards the pelvis. Once this was done, we determined that the remainder of the tissue going along up with the colostomy was mesentery and could not be further narrowed.¿ implant size and fixation: ¿therefore, after inspection was again undertaken, the areas were measured. It was felt that a dual mesh would serve the purpose by placing the colostomy more lateral and therefore a dual mesh was obtained of the appropriate size. Sutures being placed on the left lateral side, so as to encompass the colostomy and dry more laterally and then sutures on the other quadrants of the mesh. Prior to we finishing the adhesions, a 5-mm cannula was placed in the left upper quadrant and this was used to lightly retract well and further adhesions were taken down. The right upper quadrant 5-mm cannula was then cinched to a 11-mm cannula. The mesh was then rolled up, moistened, and then placed in the peritoneal cavity unraveled with the corduroy side toward the anterior abdominal wall the smooth side towards the bowel. The mesh was then drawn out inferior to the colostomy and superior to the colostomy from the previously placed sutures. It appeared that the attention [sic] was too much on the colostomy and the sutures were repositioned so that we would have less tension on the colostomy and this was done. The remaining sutures were then brought out through the anterior abdominal wall. Sutures of #1 vicryl placed around 11-mm cannula site at the fascial level to be closed at the end of procedure. Intraabdominal pressure was then dropped to 10 and the sutures were then tied, making sure that the mesh was lying up against the bowel and mesentery in an appropriate fashion, so as not to cause undue pressure. Once the sutures were tied, we could still see a 10 mmhg pressure, but below this we could not see. At 1-cm interval, the mesh was further tacked to the anterior abdominal wall circumferentially with a helical tacker . Once this was done, inspection was once again carried out with no evidence of bleeding or other problems. And then the suture on the 11-mm cannula site was approximated. All co2 was then evacuated. After this, suture was tied and the wounds were irrigated with saline. The larger wounds were closed with interrupted 3-0 vicryl and then staples. The smaller wounds were closed with staples. The colostomy was then exposed. The suture from the colostomy was removed. The colostomy stricture was dilated to small finger, ring finger, and then index finger and so that we could feel the new colostomy opening laterally. It did not appear to encroach on the colostomy so as to create any kind of potential bowel obstruction, in fact it was more wide than the colostomy stricture at the skin. So once this was done, a bag was placed over the colostomy." (B)(6) 2011: ¿postop day 7 status post laparoscopic parastomal hernia repair, lysis of adhesions. Doing well. Laparoscopy port sites clean/dry/intact. No site infection, no erythema.¿ (B)(6) 2011: discharge summary. ¿hospital course uneventful, stay prolonged secondary to expected postoperative ileus.¿ relevant medical information: (B)(6) 2011: ¿reports pain at port site.¿ ¿impression: status post parastomal hernia repair with mesh, postop day 20 . Plan: discontinue staples, pain control, return 3-5 weeks.¿ (B)(6) 2013: ¿continues to do well. Good relief from parastomal hernia repaired by dr xx.¿ (B)(6) 2014: ¿no abdominal or pelvic complaints. Good colostomy function, no recurrence of herniation.¿ explant preoperative complaints: (B)(6) 2015: ¿presented in the emergency room with abdominal pain, nausea, vomiting, bloating, and failure of colostomy functioning for the last 4 days. Found to have bowel obstruction on CT scan.¿ ¿ abdominal pain, nausea, vomiting. Exam: in acute distress due to pai [pain] the abdomen and distension. Bowel sounds are hypoactive. Colos [colostomy] empty, not functioning. Diagnosis: a small- bowel obstruction. Cause of obstruction: adhesions, internal herniation [illegible words] of large bowel, colostomy, dehydration, sepsis. Plan: gastrografin small bowel-series. Surgery after workup. (B)(6) 2015: CT abdomen/pelvis [a/p]. Findings: there is a radiopaque mesh seen in the anterior abdominal wall. Impression: small bowel obstruction with the transition point most likely low mid abdomen. No free air noted.¿ (B)(6) 2015: x-ray abdomen/pelvis. ¿impression: radiographic findings consistent with partial/incomplete mechanical small bowel obstruction.¿ explant procedure: emergency exploratory laparotomy. Resection of colon with colostomy stoma. Creation of a new colostomy stoma. Extensive enterolysis. Repair of small bowel, multiple sites. Repair of ventral hernia. No mesh. Peritoneal lavage. Release of small-bowel obstruction at the ileocecal junction. Release of multiple partial small-bowel obstruction due to extensive intestinal adhesions secondary to mesh attachment. Explant date: (B)(6) 2015 [hospitalization dates (B)(6) 2015]. Findings: ¿extensive intestinal adhesions. Omental adhesions. Mesh stuck to the bowel. The staples used for packing [tacking] mesh were invading into the small bowel, requiring repair of small bowel. A large bowel completely twisted at the abdominal wall prior to the colostomy site area with complete obstruction of the large bowel, failed mesh with ventral hernia in the left abdomen. Postoperative diagnosis: a large-bowel obstruction due to twisting at the abdominal wall, where the mesh was attached. Multiple areas of partial small-bowel obstruction. A complete small-bowel obstruction, closer to the ileocecal junction in the pelvis due to adhesions. Ventral hernia. Multiple intestinal and omental adhesions.¿ procedure: ¿... A midline abdominal incision was made. The incision was deepened through the subcutaneous fascia, rectus fascia, linea alba, and peritoneum. After opening the peritoneum, and exploration was carried out and the above findings were noted. There were extensive intestinal adhesions and omental adhesions inside the abdominal cavity, causing multiple areas of small-bowel obstruction . In addition, at the ileocecal junction in the pelvis, complete obstruction of small bowel noted. Also noted a large bowel obstructed, just proximal to the small bowel. After exploring and finding the above findings, it was decided to do the following: the twisted colostomy area will be resected and a new colostomy will be created. Release of complete small-bowel obstruction by extensive enterolysis in the right pelvic region at the ileocecal junction. Release of multiple small-bowel obstructions in the abdomen. Repair of small bowel, where the fascia with staples and screws are invading the intestine, small bowel, causing internal fistulas. After deciding what to do, then the procedure was initiated. The adhesions of the bowel were released from the upper abdomen and mid abdomen to the lower abdomen and pelvis. The adhesions were released, partial-bowel obstruction released. At the ileocecal junction, a complete obstruction was released. After that, the areas where the screws that were used for fractional tracking were invading into the small bowel, causing a fistular tract. These screws were removed and the small bowel was repaired in multiple areas due to the screws invasion, infiltration into the bowel. After repair of small bowel and release of small-bowel obstruction, multiple partial and single complete, then attention was directed to the large intestine, and the colon was tracked and traced the transverse colon to descending colon. At the level of the fascia, the colon was trapped by the fascia with staples, and then also the colon was twisted, causing complete colostomy stoma obstruction. The colostomy stoma was resected proximally. After resecting the colon with colostomy stoma, which is separated from the surrounding muscle and fascia in the left lower quadrant, 3 elliptical incisions. Then, a segment of colon was resected and then the end of the colon was brought in through the same opening as an end colostomy. The colostomy stoma was then secured at the level of the peritoneum with 2-0 silk suture, at the level of fascia with 0 vicryl, at the level of the skin with 2-0 vicryl and 3-0 vicryl gi suture. After resecting and bringing the end of the colon, again through the same opening, multiple levels, the colostomy was secured adequately, so it does not collapse or retract. Then, enough length was used, it was sutured along the peritoneum side to prevent kinking and twisting of the colon stoma. Peritoneal cavity was irrigated with multiple liters of saline with ancef. The patient received intraoperative zosyn in addition to preop ancef. Because of the extent of surgery and resection of colon, flagyl also was given. The ventral hernia was noted, paracolostomy site due to previous failed mesh. This one was directly repaired by direct mobilization of the fascia and approximation. The mesh was not used because of the fear of infection due to colostomy stoma around the neighborhood. So the mesh was avoided, and direct repair was carried out on the ventral hernia using a nonabsorbable ethibond sutures to prevent recurrence. After repairing the ventral hernia, releasing the bowel adhesions, repairing the multiple areas of small bowel where the screws invaded, and release of partial and complete bowel obstruction of small bowel, release of large-bowel obstruction by resection, and a new colostomy creation. The peritoneal lavage was carried out, about 4 l of fluid used. The fluid was sectioned back, then the abdominal wound was closed in layers. The peritoneum and fascia was approximated with running suture of 0 pds, supplemented by interrupted sutures of 0 ethibond interrupted sutures. The subcutaneous fascia with 2-0 vicryl, skin with staples and 3-0 silk sutures. Sterile dressing was applied on the wound. Colostomy was repositioned and reshaped. A new colostomy was then sutured down to the skin using 2-0 and 3-0 vicryl gi sutures after securing the colostomy to the fascia. The patient tolerated the procedure well. Vital signs, and cardiac rhythm remained stable.¿ blood loss: 200 ml plus. Lap and sponge count correct at the end of the procedure x 2. A 40 ml of 0.25% marcaine with epinephrine was injected into the tissues for local analgesia. Then, the patient was transferred to the recovery room in stable condition. (B)(6) 2015: pathology. ¿specimens: a. Staples (invading the bowel). B. Adhesive band. C. Old mesh. D. Obstructive colostomy stoma. E. Colostomy stoma. Clinical history and diagnosis: acute mechanical small bowel obstruction. Operation: exploratory laparotomy, release of bowel obstruction, removal of old mesh, resection of obstructive colostomy stoma, repair of small bowel and creation of new colostomy. Gross description: a. The specimen is labeled with the patient¿s name, ID number and ¿staples (invading the bowel).¿ received without fixative are 3 metal wire coils and 4 metal wires. The metal wire coils measure 0.7 x 0.7 x 0.4 cm in aggregate. The 4 metal wires ranging from 2.0 cm to 2.5 cm in length x less than 0.1 cm in diameter. No tissue is present. Gross only. B. The specimen is labeled with the patient¿s name, ID number and ¿adhesive band¿. Received in formalin is one fragment of yellow fatty tissue, measuring 4.0 x 2.5 x 1.0 cm. The specimen is serially sectioned revealing yellow, fatty cut surfaces. Representative sections are submitted in one cassette. C. The specimen is labeled with the patient¿s name, ID number and ¿old mesh¿. Received in formalin is one large mesh, along with multiple small fragments of mesh material, together measuring 12 x 12 x 1.5 cm in aggregate. The larger mesh has multiple fragments of adherent light tan, fatty, fibrotic tissue. These tissues are stripped off and submitted in one cassette. Gross only for the mesh. D. The specimen is labeled with the patient¿s name, ID number and ¿obstructive colostomy stoma¿. Received in formalin is one stoma tissue surrounded with yellow fatty tissue, measuring 7.5 x 4.0 x 3.0 cm overall. The distal end of the tissue is closed with black sutures. The specimen is serially sectioned revealing unremarkable bowel tissue. Representative sections are submitted. Cassettes 1 and 2: both margins. Cassette 3: center portion of the tissue. E. The specimen is labeled with the patient¿s name, ID number and ¿colostomy stoma¿. Received in formalin is one stoma tissue surrounded with a moderate amount of fat, overall measures 6.2 x 3.5 x 2.5 cm. The specimen is serially sectioned revealing a small fragment of colon, measuring 3.0 cm in length x 2.5 cm in diameter. The mucosa appears unremarkable. Representative sections are submitted in one cassette. Microscopic description: a. Gross only. B. Sections show benign fibroadipose tissue with focal acute chronic inflammatory infiltrates. No evidence of dysplasia or malignancy. C. Sections from the mesh adherent tissue show benign fibroadipose tissue with chronic inflammation, focal granulation tissue, and multiple multinucleated foreign body-type giant cells. No evidence of dysplasia or malignancy. D. Sections show the proximal end of the stoma with chronic inflammation and focal granulation tissues. The distal/skin surface shows no significant pathologic findings. No evidence of dysplasia or malignancy. E. Sections show benign colonic tissue with no significant pathologic abnormality. Final diagnosis (es): a. Staples, removal: consistent with staples (x7), gross only. B. Adhesive band, excision: benign fibroadipose tissue with focal acute chronic inflammation. C. Old mesh, removal: mesh material, gross only. Adherent fibroadipose tissue with chronic inflammation and foreign body resection. D. Colostomy stoma, excision: benign colostomy stoma tissue with focal chronic inflammation and granulation tissue. E. Colostomy stoma, excision: benign colostomy stoma tissue, no pathologic findings.¿ discharge summary. ¿recovery prolonged requiring broach spectrum antibiotics and ng tube to suction, tpn until postop ileus resolved.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8611939. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ CT abdomen/pelvis. Reason for exam: abdominal pain. Findings: there is a radiopaque mesh seen in the anterior abdominal wall. Impression: small bowel obstruction with the transition point most likely low mid abdomen. No free air noted. (B)(6) 2015: (B)(6) munity hospital. (B)(6) . Radiology ¿ x-ray abdomen/pelvis. History: abdominal pain. Impression: radiographic findings consistent with partial/incomplete mechanical small bowel obstruction. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ fl small bowel. Reason for study: small bowel obstruction. History: abdominal. Impression: radiographic findings consistent with mechanical small bowel obstruction. (B)(6) 2015: (B)(6) hospital. Microbiology. Fluid culture. Peritoneal fluid. No growth after 72 hours. (B)(6) 2015: (B)(6) hospital. Lab. Albumin 2.1. (B)(6) 2015: (B)(6) hospital. (B)(6) . Discharge summary. Final diagnosis: small bowel obstruction. Wbc 15.6. Albumin 2.5. Hospital course: presented with abdominal pain, vomiting, found to have small bowel obstruction. Taken to the or for resection and repair, ostomy bag placed. Recovery prolonged requiring broach spectrum antibiotics and ng tube to suction, tpn until postop ileus resolved. Stable. Discharge home with home health. (B)(6) 2015: (B)(6) . Emergency room visit. Present with fever of 103. Incisional pain. Positive for abdominal pain, nausea, vomiting anorexia, of the left lower quadrant. Exam: distention, severe abdominal tenderness. Disposition: small bowel obstruction. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: postsurgical changed are noted. There is a left lower quadrant colostomy. Status post readjustment of the anterior surgical mesh is noted. Slight herniated of a single dilated loop of distal small bowel in the region of the colostomy site. No gross evidence of bowel obstruction at this time, findings may represent postoperative ileus. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: pain. Impression: slight interval increase in the size of the left parastomal hernia now containing slightly larger volume of bowel. No bowel obstruction identified. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ x-ray, abdominal series. Reason for exam: small bowel obstruction. Impression: air-fluid level seen in the abdomen suggestive of obstructive etiology. No free air noted. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ abdominal us. Indication: pain. Impression: 3.4 x 1.7 cm fluid collection in the anterior abdominal wall to the left side of colostomy may represent a hematoma, seroma, abscess. No herniated bowel identified in the parastomal region. (B)(6) 2015: (B)(6) hospital. (B)(6) . Progress notes. Albumin 1.7. (B)(6) 2015: (B)(6) hospital. Microbiology. Abdominal wound culture. Rare growth of diphtheroids. Rare growth of gram-negative rods. Sensitivity to follow within 24-48 hours. Growth of escherichia coli. (B)(6) 2015: (B)(6) hospital. (B)(6) . Discharge summary. Discharge diagnosis: sepsis secondary to suprapubic cellulitis and peristomal abscess. Hospital course: recently underwent surgery for mechanical bowel obstruction, presented again to ER with abdominal pain, vaginal pain, nausea, vomiting, and fever. Admitted to floor. CT showing parastomal herniation, had persistent fever and white cell count elevated. Started on broad spectrum antibiotics. Repeat CT reveling parastomal abscess formation. Had suprapubic cellulitis and vulvar cellulitis. Patient taken for surgery, performed emergent laparotomy and drainage of the abscess. Postoperatively patient continued on tpn and once patient started taking po [by mouth] gradually tpn was tapered off. On the day of discharge patient taking full regular cardiac diet, tolerating diet. Discharged home on IV rocephin. (B)(6) 2015: (B)(6) . Office notes. Postop visit. Abdominal pain. Incision healing well. Medications: levaquin. Impression/plan: postop evaluation. Wound is healing, except for abscess drainage. Follow up 2 weeks. Continue IV antibiotics. (B)(6) 2015: (B)(6) . Office notes. Follow up abscess. Abdominal pain. Medications: clindamycin, levaquin. Weight 150 lbs, bmi 24.4. Impression/plan: postop evaluation. Wound healed. Patient discharge from current care, return as needed. (B)(6) 2015: (B)(6) . History and physical. Severe pain in periumbilical region, sharp continuous 10 x 10 intensity, severe vomiting. X-ray abdomen: dilated focal segment of intestine in left lower quadrant suggestive of focal ileus. Impression/plan: acute abdominal pain, small bowel obstruction. Nothing by mouth, ng tube, surgery consult. (B)(6) 2015: (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: there is herniation of a loop of proximal small bowel, through the ostomy site. There is marked dilatation of proximal small bowel loops with adjacent fatty stranding and fluid. Cannot exclude early small bowel obstruction and strangulation. Closed-loop obstruction is also a possibility. Bilateral lower abdominal anterior wall surgical meshes are in place. Colonic diverticulosis. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ small bowel series. Indication: obstruction. Impression: no progression of contrast beyond the duodenal sweep and proximal most jejunum. High-grade small bowel obstruction. Findings consistent with obstructed small bowel within the hernia/ostomy site. (B)(6) 2015: (B)(6) . Consultation. Abdominal pain, nausea, vomiting of 24 hours. Exam: abdomen: distended, tenderness noted in left upper quadrant. Paracolostomy hernia noted. Impression/plan: small bowel obstruction, possible incarceration in ventral hernia. Paracolostomy. Hydration, IV antibiotics, IV fluids, gastrografin small-bowel series, and surgery series shows obstruction complete. Surgical intervention. (B)(6) 2015: (B)(6) hospital. (B)(6) . Radiology ¿ abdominal series. History: pain. Findings: multiple metallic surgical clips are seen projecting over the pelvic cavity with surgical mesh material of the abdomen. Impression: isolated dilated gas-filled loop of small bowel adjacent to colostomy site superiorly. Cannot exclude closed-loop obstruction of the small bowel. (B)(6) 2015: (B)(6) hospital. Microbiology. Culture: intraabdominal abscess. No growth after 48 hours. Culture: abscess of hernia. No growth after 48 hours. (B)(6) 2015: (B)(6) hospital. Lab. Albumin 2.5. (B)(6) 2015: (B)(6) hospital. Lab. Albumin 2.2. (B)(6) 2015: (B)(6) hospital. (B)(6) . Discharge summary. Final diagnosis: resolved: dehydration, acute abdominal pain, small bowel obstruction. Hospital course: abdominal pain found to have small bowel obstruction. Tolerated procedure well. Pain controlled post op. Tolerating diet. Having bowl movements and passing gas in ostomy bag. Condition at discharge: stable. Medications: flagyl, levaquin. Plan: discharged home. Refusing home health. Follow up with primary care provider and dr. Daluvoy in clinic. (B)(6) 2015: (B)(6) . Office notes. Post op visit. Medications: clindamycin, levaquin. Impression/plan: tenderness. Open wound at colostomy site. Plan for debridement and repair of open abdominal wound as outpatient as soon as possible. (B)(6) 2015: (B)(6) hospital. (B)(6) . Pathology report. Specimen: debrided tissue. Final diagnosis: soft tissue, abdomen, debridement: fibroadipose tissue with acute chronic inflammation, abscess, and purulent necrosis. (B)(6) 2015: (B)(6) hospital. Microbiology. Wound culture. Specimen: wound drainage. Moderate growth of enterococcus faecium. (B)(6) 2015: (B)(6) . Office notes. Postop follow up. Medications: levofloxacin. Weight 150 lbs, bmi 24.2. Incision healing well. Seroma of pericolostomy wound. Impression/plan: seroma of wound, seroma drained. Prescribed linezolid [antibiotic]. (B)(6) 2015: (B)(6) . Office notes. Open left abdominal wound. Exam: tenderness and wound drainage. Impression/plan: postop evaluation. Wound not healing well. Pending wound culture results, will possibly change antibiotics. Refer to st. Mary¿s wound care center for care. Continue antibiotics. (B)(6) 2017: (B)(6) . Radiology ¿ CT abdomen/pelvis. Indication: left lower quadrant colostomy. Evaluate for mucocutaneous fistula adjacent to a stoma. Impression: parastomal herniation of nondistended small bowel loop. No evidence of bowel dilation or obstruction. (B)(6) 2018: (B)(6) . Office notes. Right sided pain at hernia site. Weight 153 lbs. Bmi 24.7. Surgical history: appendectomy. Impression/plan: ventral and pericoloctomy hernia present. Order for barium enema through colostomy and rectal stump. Return after study is done, plan surgery after next visit. Schedule for repair of pericolostomy hernia. (B)(6) 2018: (B)(6) . Office notes. Complaint of symptomatic hernia of abdomen near colostomy site. Impression/plan: reviewed test, shows narrow segment of rectal stump. Recommend gastroenterologist consult, colonoscopy of rectal stump and higher level of care prefer for further treatment of hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: multiple areas of bowel obstruction, including twisting due to mesh attachment, necessitating repair; extensive adhesions; recurrent hernia. Additional event specific information was not provided.